Event description:
Mr. (B)(6) underwent MRI cervical spine without contrast and MRI thoracic spine without contrast. After the MRI, which lasted approximately 35 minutes, patient mentioned pain and burning at sites of 2570 3m red dot foam monitoring electrodes. Affected areas being left upper chest, right upper chest, left lower abdomen, right lower abdomen, and center mid-abdomen. The left upper chest being the worst with a 3rd degree burn. All 3m electrodes are MRI conditional, and all conditions were met. All burns are being followed by the burn/wound care team and photographic documentation/updates of burns in his chart. He is an inpatient at (B)(6) hospital at time of this report filing. MRI safety information mr conditional the 3m¿ red dot¿ cardiac monitoring electrodes (2244, 2268, 2269t, 2570, 2660 or 2670) or 3m¿ red dot¿ resting electrodes (2330 or 2360) were determined to be mr conditional. Nonclinical testing demonstrated that the 3m red dot cardiac monitoring electrodes (2244, 2268, 2269t, 2570, 2660 or 2670) or 3m red dot resting electrodes (2330 or 2360) are mr conditional. A patient with these electrodes can be scanned safely immediately after placement under the following conditions: static magnetic field of 3-tesla or less, maximum spatial gradient magnetic field of 4,000-gauss/cm (40-t/m), maximum mr system reported, whole body averaged specific absorption rate (sar) of 4-w/kg for 15 minutes of scanning (i.e., per pulse sequence) in the first level controlled operating mode under the scan conditions defined, the 3m EKG/ECG electrode is expected to produce a maximum temperature rise of 2.7°c after 15-minutes of continuous scanning (i.e., per pulse sequence). For 2269t, lead positioned in a straight configuration (i.e., no loops or cross over points). In non-clinical testing, the image artifact caused by the 3m EKG/ECG electrode extends approximately 5 mm from this device when imaged using a gradient echo pulse sequence and a 3-tesla mr system.